Event description:
Report received of air bubbles noted in the tubing set. The device was being used to infuse an unspecified medication. An extension set, which included an air-eliminating filter was connected to the primary tubing set. The set was primed, and the infusion was started. After an unspecified length of time, the nurse observed "11 air bubbles distal to the cartridge". According to the customer contact, there was 9 air bubbles less than 0.25 inches, and 3 air bubbles less than 0.50 inches. Reportedly, no air was noted in the tubing distal to the air-eliminating filter, and no air was infused into the patient. The tubing set was not changed. There was no reported adverse patient event. Though requested, no additional information was available.